Manufacturer narrative:
Type of investigation not yet determined: (4118) a supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and fse noticed a succession of three leaks. Leak on the drive manifold, leak on the pim and on the safety disk. The fse had to change all three parts drive manifold, pneumatic module assy and safety disk for the self-tests to pass. Test ok. The fse simulated the compulsion with simulator and a test ball. Operational cardiosave.

Event description:
N/a.